Event description:
Patient reported they lost controller; the tech reached clinical control of the pain with reprogramming prior to losing the controller.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2014 product type lead product ID 97745bp product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt says that they aren't getting as good of pain control with their new device as they were with the pervious implant. They said they only have 2 programs available. They said "one lead isnt working very well, one of the electrodes on it". Pt says they are getting stimulated in their abdomen but need it in their knee, leg and foot. Pt says the old stimulator worked very well but this one doesn't. Pt says hcp told them to reach out to rep. Emailed local reps asking them to call the patient back. Additional information was received from the patient. It was reported that the patient said the circumstances that led to the issue is the end of life battery pack replacement and testing at that time displayed lead was not functioning. Since battery pack replaced, edema is controlled and pain is symptomatically controlled to their satisfaction. No steps at this time because pain and edema are controlled to their satisfaction. Since they do not notice any problems, they will follow symptomatically.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 13-may-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.